Event description:
Consumer reported pen needle broke off in her stomach. Consumer went to her general doctor who did an x-ray and sent her to a surgeon. Surgeon completed the surgery and could not find the needle. But, took all the tissue out from around the site and found the needle in there.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar conditions for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.